Manufacturer narrative:
Reported event: an event regarding excessive metal ion due to corrosion involving a abgii modular device was reported. The event was confirmed. Method & results: visual inspection of the returned stem and modular neck indicate that dark corrosive material is present on the mating surfaces of both devices. The stem appears to have bone residue consistent with time spent implanted. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been other event reported for the lot code. This event was determined to be within the scope of ra 2012-067. Clinical review: a review of the provided medical records by a clinical consultant stated the following comment: this patient underwent a primary cementless total hip arthroplasty and then 12 years later required revision due to metallosis. I can confirm that the patient underwent revision because there is an operative report that I reviewed. I cannot confirm the root cause of this event with certainty. The causes of metallosis are multifactorial including surgical technique upon insertion of the implants, patient factors including bmi and activity level, and implant factors. The exact nature of any corrosion regarding the femoral implant should be determined by a stryker engineer. Conclusions: the patient had revision surgery due to metallosis. A review of the provided medical records by a clinical consultant stated the following comment: this patient underwent a primary cementless total hip arthroplasty and then 12 years later required revision due to metallosis. I can confirm that the patient underwent revision because there is an operative report that I reviewed. I cannot confirm the root cause of this event with certainty. The causes of metallosis are multifactorial including surgical technique upon insertion of the implants, patient factors including bmi and activity level, and implant factors. The exact nature of any corrosion regarding the femoral implant should be determined by a stryker engineer. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported excessive metal ion due to corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
Pi for impending revision. Patient reported a closed reduction on (B)(6) 2023 for a right hip dislocation performed in the emergency room. Patient stated surgeon plans a revision at the end of the summer. Patient would like to know if parts subject to a recall. Patient is seeking compensation but has not yet retained an attorney. Update (B)(6) 2023 wg: as reported: dr reports patient, is in need of a right total hip revision due to adverse factors from a previously implanted abg modular hip stem done on (B)(6) 2011. Dr decided to revise through an anterior approach. The stem and head were carefully removed with a burr and osteotomes. Once removed he decided to replace the liner as well, the liner was removed and replaced. The stem was replace with a short citation size 2 and a new +7.5mm head was decided to be most stable and appropriate. This revision was performed successfully without incident. At this point no further medical records are available due to password secured patient information.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pi for impending revision. Patient reported a closed reduction on (B)(6) 2023 for a right hip dislocation performed in the emergency room. Patient stated surgeon plans a revision at the end of the summer. Patient would like to know if parts subject to a recall. Patient is seeking compensation but has not yet retained an attorney.